Event description:
On (B)(6) 2014, the reporter contacted animas stating there was an intermittent power issue with the pump and the patient's blood glucose (bg) was 30mmol/l with trace ketones. It was noted that the patient did not receive medical intervention. The reporter denied any damage to the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 9:28pm. A review of the black box revealed one power on reset (por) event on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and test cartridge cap were used to complete the investigation. There was no damage to the battery compartment or battery cap. The battery cap contact height and width measurements were within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions that occurred during the investigation. The pump reflected 24 units after a 24 hour 1 unit/hour basal program. The pump¿s cover was removed and there were no intermittent conditions found to the power pcb. The product delivered within specification and the reported ¿intermittent power¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.